Event description:
A malfunction on a pump was reported by a caller. There was no adverse impact to the customer's blood glucose level, with blood glucose levels not exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.